Event description:
It was reported that the subject device had poor image quality. The event occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient involvement.

Manufacturer narrative:
Reporter street address line 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable looseness, electrical contact impact, electrical contact corrosion, main body water immersion, image sensor water immersion, and cable water immersion. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.